Event description:
Pt revised to address fractured stem.

Manufacturer narrative:
Examination was not possible, as the prod was not returned. Review of the device history records did not reveal any mfg deviations or anomalies for this prod and lot number combination. Provided info states the pt was revised to a delta xtend reverse prosthesis. Provided info marked on the device experience report is marked that the prods are not suspected of failing to meet specs or contributing to the reported event. Based on the investigation, the need for corrective action is not indicated. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.